Event description:
It was reported that the lead sustained clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a short circuit between the coils due to damaged distal insulation. The positioning and appearance of the damage indicates that it is due to clavicular crush.